Event description:
Healthcare provider reported small/incomplete flap on right eye. Also stated: aborted surgery, will do prk in 3-4 months; did not save blade; sent full system, and clinical data for evaluation.

Manufacturer narrative:
Although the microkeratome system tested acceptable, the cbsu blade was not saved and therefore not tested. The lot of the cb blade was likely 2212103 (which was the last lot shipped to the customer, but not confirmed).